Event description:
The lens in question was returned for investigation in a contact lens case the eye care professional did not know the lot number of the returned lens. A visual inspection was performed. No visual attributes were observed on the lens. A "123" lens orientation mark was observed on th lens confirming it was a vistakon product. No additional information available.

Event description:
Information received from the treating eye care professional (ecp) indicates a pt was fit with acuvue advance contact lenses in 2005. The pt returned to the office 2 months later with a red left eye. The ecp said the pt had one peripheral infiltrate, one peripheral infiltrate with mild staining, and one small, peripheral corneal ulcer. The ecp said the ulcer depth was anterior stroma and it was not cultured, but the ecp believed this was an infectious corneal ulcer and treated it initially with ocuflox followed up with lotemax following reepithelialization. The ecp said the pt's corneal ulcer was completely healed the following month.